Event description:
The patient reported to senorx that 8 weeks after having a breast biopsy and a marker placement she experienced generalized itching and a localized painful area near the site of implant. The biopsy site was marked using a gel mark cel-u-gel 9g atec biopsy site marker. The patient was perscribed amoxicillin and cortisone for the reported symptoms. She thought that she might be having an allergic reaction to the clip, as she is highly sensitive to many materials and medications. She was considering having the marker removed, but her insurance company considers it an unnecessary procedure and will not pay for it. The allergist said that she was allergic to multiple materials. She was experiencing itching, joint aches, and joint swelling, and she was prescribed medications for the symptoms. It was stated to her that she may be having a foreign body reaction. However, the symptoms that she reported do not apperar to be typical of this type of reaction. She explained that she had not been back in to see the radiologist, and she had not had a follow up mammogram.

Manufacturer narrative:
The product was not returned to senorx, and the lot number of the device was not known. No evaluation could be performed. The patient had symptoms that were not localized to the breast biopsy area. The patient reported that she has von willebrand's disease and numerous allergies. The symptoms have been lessening over time. The pt has not had a follow up mammogram; therefore, it cannot be established that she is experiencing a prolonged foreign body reaction to the marker material.